Event description:
It was reported that the procedure was to treat a lesion located in mid left anterior descending artery that was 90% stenosed. An attempt was being made to direct stent the lesion with non-abbott stents; however, this was not possible as both stent delivery systems could not exit the guiding catheter. No resistance was felt during retraction of the sds from the guiding catheter. During the delay, the patient experienced severe hypotension, lasting approximately 5 minutes, with dyspnea, angina, and changes in the ECG due to the patient's history, which resolved with the injection of saline solution intravenously. As the difficulty was thought to be an issue with the guide wire and not the guiding catheter, the crossit guide wire was removed from the anatomy and once outside the patient, the crossit guide wire was observed to have many irregularities [bumps] along the body of the guide wire. A balance guide wire was then used to complete the procedure without further difficulty. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty positioning the guide wire was confirmed due to droplets (bumps/irregularities) found on the wire that were similar to hydrocoat primer. A review of the electronic lot history record (elhr) for the reported lot revealed no nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this deficiency. An irregular texture of the guide wire surface can result in guide wire movement difficulties; however, poses a low residual risk for a hazardous condition. In this case, the patient experienced severe hypotension, angina, dyspnea and changes in ECG due to his condition which did not require treatment. Corrective and preventive actions to address this issue have been conducted per local site and department procedures and the performance of devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: launcher 3.5 6f, sheath: medtronic 6f, stent: tango 3.0 x 12, driver 3.0 x 12. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.